Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch and to provide additional information based on the legal manufacturer's final investigation. During inspection and testing of the returned device, the foreign material could not be removed from the channel; therefore, the material could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that since leakage occurred at electrical connector lock pin, reprocessing could not be completed. As a result, foreign material remained in auxiliary water channel. However, a conclusive root cause could not be determined. The device's instruction manual provides the following warning: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿air/water leakages and failed the leak test" was confirmed. The following findings were also noted during device evaluation: scratches and chips found throughout the device, leaked at electrical lock pin, bending rubber glue required on the plastic distal end cover, scope connector has a missing piece on the yellow pin, angulation had a stretched angle wire, and up/down control knob has play. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope had air/water leakages and failed the leak test during reprocessing. Upon inspection and evaluation, clogged auxiliary water channel. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation. The customer reported to olympus that the evis exera ii gastrointestinal videoscope had air/water leakages and failed the leak test during reprocessing. There was no report of patient harm or user injury associated with this event.